Manufacturer narrative:
An event of pericardial perfusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 3005334138-2017-00173; 3008452825-2017-00232. During an atrial fibrillation ablation procedure, a cardiac perforation occurred. During geometry creation in the left atrium, the patient became hypotensive and agitated. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.